Event description:
It was reported that a procedure was performed using the reform pedicle screw system. Upon final tightening one of the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the lock screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - the tip of the driver is broken with the fracture plane skewed relative to the driver's longitudinal axis. This failure mode is indicative of combination loading consisting of bending moment application during torque application. The cause for the need to apply bending moments is unknown. Proper use of the counter torque wrench would mitigate bending moments acting on the driver's tip. It is unclear if prior loading conditions over the prior eight plus years may have initiated a crack that resulted in this subsequent failure. Review of device history records found a total of twenty ((B)(4) pieces of lot 3221mm were released for distribution on 8/21/2014 ((B)(4) pcs) and 9/15/2014 ((B)(4) pcs) with no deviation or anomalies. Two year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.

Event description:
It was reported that a procedure was performed using the reform pedicle screw system. Upon final tightening one of the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the lock screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.